Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further observed that the neuro tip was fractured. During evaluation, the device was taken apart and it was determined that excessive soap residue in the bearings caused the failure. It was determined that the root cause of the failure had been worn bearings caused by exposure to organic debris and materials which led to corrosion and normal component wearout. It was further determined that the root cause for the reported complaint of fractured neuro tip was excessive lateral side load lateral force, or rocking while attempting to cut bone flap. This was further defined as misuse, abuse, and /or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that a drill bit device was stuck in the craniotome device. During in-house engineering evaluation, it was found that the neuro-tip was fractured. It was reported that there was no delay to a scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.